Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced difficulty charging the pump with the usb cable. Reportedly, the pump was able to be charged with a different usb cable. There was no impact to the customer's blood glucose level.